Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported a right side exchange of textured breast implants due to the patient¿s concern with the product, leaking, lumps, changing in appearance," and capsular contracture, baker grade unknown. Patient additionally reported "breast implant illness" and "medical problems", which are not related to the device. Device remains implanted.